Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not completing the priming process. Caller stated that there were no errors or alarms occurring. Blood glucose level at the time of the incident was 110 mg/dl. The customer also reported that the device was discolored at the top of the battery compartment. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No rewind anomaly noted. Unit received with all operating currents within specification and passed functional testing including the rewind test, self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing endcap sticker. No leaked battery or discoloration/corroded battery tube threads noted.